Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was loose resulting in insulin leaking. There was no reported impact to customer's blood glucose. Reportedly, customer successfully resumed insulin delivery.